Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump suspended in the middle of the night because the sensor was reading low but the customer's blood glucose was 257 mg/dl. Customer's mother was advised on proper calibration process. Nothing further reported.